Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy customer states: prior to procedure the following conditions was confirmed before insertion into the patient. The balloon could not be inflated by use of accessory syringe. This conditions was confirmed before insertion into the patient. New one was opened to complete the case with no problem. No patient involvement.